Manufacturer narrative:
Please note that the previously reported event should have indicated there was one event of major bleeding requiring transfusion. No additional information is available and further reports will not be forthcoming.

Manufacturer narrative:
This device is not available for testing and evaluation. The report also represents notification of an event involving the avanti sheath but for which the catalog and lot numbers are not available. Chodor et al radial versus femoral approach for percutaneous coronary interventions in patients with acute myocardial infarction (radiami): a prospective, randomized, single-center clinical trial; cardiology journal 2009, vol. 16, no. 4, pp. 332¿340; report that in the transfemoral group using cordis 6f vascular sheaths, adverse events included 1 event of major bleeding of the access site, 4 events of bleeding resulting in drop in hemoglobin > 3 g/dl and 8 hematomas less than 5 cm. The product was not returned for analysis. A review of the manufacturing records could not be conducted without the lot number. Bleeding at the access site is a known procedural event. It is frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Based on the information available there is a design or manufacturing related issue, therefore no corrective action is required. This article was found during a recent clinical evaluation review/literature search of this device and the full article is attached. The citation is as follows: chodor et al radial versus femoral approach for percutaneous coronary interventions in patients with acute myocardial infarction (radiami): a prospective, randomized, single-center clinical trial; cardiology journal 2009, vol. 16, no. 4, pp. 332¿340. The article was published in 2009 but the month and date published are not known. Event date indicated is for purposes of submitting the report. (B)(4).

Event description:
Chodor et al radial versus femoral approach for percutaneous coronary interventions in patients with acute myocardial infarction (radiami): a prospective, randomized, single-center clinical trial; cardiology journal 2009, vol. 16, no. 4, pp. 332¿340; report that in the transfemoral group using cordis 6f vascular sheaths, adverse events included 1 event of major bleeding of the access site, 4 events of bleeding resutling in drop in hemoglobin > 3 g/dl and 8 hematomas less than 5 cm.